Manufacturer narrative:
A field service engineer (fse) found that the sample probe was no longer spring-loaded and performed the required modification. He then performed qc and ran routine samples with expected results. No further issues were reported after the service visit. The service actions performed by the fse resolved the issue. The root cause was related to an issue with the sample probe.

Event description:
We received an allegation about discrepant results for 8 patients' samples tested with the glucose hk gen.3 assay on a cobas c 703 analytical unit. Sample 1: initial result: 22 mg/dl. The customer questioned the initial result and repeated the sample. No questionable result was reported outside the laboratory. Repeat result: 179 mg/dl. The repeat result was deemed correct. Sample 2: initial result: 24 mg/dl. Repeat result: 86 mg/dl. Sample 3: initial result: 29 mg/dl. Repeat result: 97 mg/dl. Sample 4: initial result: 24 mg/dl. Repeat result: 92 mg/dl. Sample 5: initial result: <2 mg/dl. 1st repeat result: 24 mg/dl. 2nd repeat result: 112 mg/dl. Sample 6: initial result: 19 mg/dl. Repeat result: 80 mg/dl. Sample 7: initial result: 28 mg/dl. Repeat result: 119 mg/dl. Sample 8: initial result: 21 mg/dl. Repeat result: 89 mg/dl.

Manufacturer narrative:
The glucose hk gen.3 reagent lot number is 919276 or 926184. The expiration date was not provided. The field service engineer found that the tubes in the rinse station needed to be replaced. He replaced the tubes. The investigation is ongoing.